Manufacturer narrative:
Batch review performed on 18 september 2024. Lot 134245: (B)(4) items manufactured and released on 28-oct-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery at about 10 years 5 months, liner and head revised. It is suspected pe hc liner wear.